Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a pinhole in the mid section of the balloon. An examination of the balloon material and distal marker band identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the marker bands of the device that could have contributed to the complaint event. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. The tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the device could not cross the lesion. The stenosed target lesion was located in the left anterior descending artery. A 10 / 2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient is stable. However, device analysis revealed a balloon pinhole.